Event description:
The doctor indicated that he has a patient experiencing symptoms of discharge and apparent anteriorvaginal wall "extrusion". A revision surgery has not been determinedd at this time. Ams has requested additional information.